Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump may have displayed a primary audible alarm and displayed a message that the passcode is needed. There were no adverse events reported.